Event description:
It was reported that the fiber could not emit laser for the first time in use. The procedure was completed with another device. There were no patient complications. Analysis of the returned device identified a fiber break.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified that the connector had an internal fracture with burn marks, and the aim beam was weak. The reported allegation was confirmed. The observed condition of distorted/no light exiting the connector can be a result of an internal connector fracture. Fracture within the connector can occur during procedural handling of the fiber during setup or use. This connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. It is likely that the interaction between the fractured connector and debris shield led to the burn marks observed on the fiber face. Based on the information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.